Event description:
N/a.

Manufacturer narrative:
Updated fields: (occupation, initial reporter, site country, event site email), (type of investigation, investigation findings, component codes, investigation conclusions).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit displayed an autofill error due to blood back in the pump. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. (B)(6). Device not returned to manufacturer.